Event description:
It was reported that bd alaris pump module smartsite infusion set was separating the following information was received by the initial reporter with the following verbatim rcc received a complaint via email. Email(s) attached. Our institution has been experiencing problems with the bd alaris pump infusion set (sku 2420-0007) connecting to infusion bags. There have been multiple reports of spikes slipping out of the infusion ports of bags while medication are being infused (these have occurred with different bag manufacturers and medications) and also difficulty removing the spikes from bags when necessary (most often with baxter empty intravia 50 ml containers).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided. Material #:2420-0007, batch#:unknown. It was reported by customer that there have been multiple reports of spikes slipping out of the infusion ports of bags while medication are being infused (these have occurred with different bag manufacturers and medications) and also difficulty removing the spikes from bags when necessary (most often with baxter empty intravia 50 ml containers). Verbatim: rcc received a complaint via email. Email(s) attached. Our institution has been experiencing problems with the bd alaris pump infusion set (sku 2420-0007) connecting to infusion bags. There have been multiple reports of spikes slipping out of the infusion ports of bags while medication are being infused (these have occurred with different bag manufacturers and medications) and also difficulty removing the spikes from bags when necessary (most often with baxter empty intravia 50 ml containers). We do not have lot or serial numbers available for the tubing as this has occurred in multiple locations over a period of several months. For the same reason, we do not have samples of the affected sets available to return. No patient harm was incurred, but administration delays and drug waste have been identified. The specific questions to which we are seeking answers are: 1. Has there been a recent change in the manufacturing process of the bag spikes attached to these tubing sets? 2. Have other institutions reported the same or similar concerns to your department? If an internal investigation must be conducted on your end, please provide an estimate of how long before we can expect a response; we will need to provide regular updates to our team. Additional information: 3/25/24.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.